Event description:
It was reported a patient experienced a break in aseptic technique further described as the patient reconnected after connections came apart during peritoneal dialysis (pd) therapy with unknown baxter pd disposables, which caused peritonitis. It was not specified which connections came apart. The patient had put the connections back together without clamping and stopping pd therapy. The patient was not hospitalized for the event. The patient was treated for peritonitis with unspecified intraperitoneal (ip) antibiotic. It was not reported if the patient was retrained on aseptic technique. The patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore device analysis could not be performed. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. If additional relevant information is obtained, then a follow-up MDR will be submitted.